Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and delivery accuracy test or verify under delivery anomaly and upload anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer woke up twice in the last month to find their pump was off. The previous day, the caller does not think the basals were delivering. On (B)(6) 2018 the customer had blood glucose in the 40 mg/dl range at the time of the incident. The customer was at 181 mg/dl at the time of the call. The customer used glucose tablets, ice cream, and food to treat. The customer experienced symptoms such as being out of it the customer was most likely wearing the insulin pump during the incident. The caller states the pump is over delivering. Troubleshooting was completed. The insulin pump will be returned for analysis.